Manufacturer narrative:
It was later stated by the customer that the issue was unable to be duplicated and that all functional and safety checks were performed to meet factory specifications and was the unit returned to use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit began alarming for "increased temperatures" and went into standby without prompting. The console was swapped out.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit began alarming for "increased temperatures" and went into standby without prompting. The console was swapped out. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a